Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT A MITRACLIP PROCEDURE WAS PERFORMED TO TREAT DEGENERATIVE MITRAL REGURGITATION (MR) WITH A GRADE OF 4+ ON A PATIENT WITH A PROLAPSED POSTERIOR LEAFLET AND PRE-EXISTING FLAIL. A MITRACLIP XTW WAS INSERTED AND PLACED ON THE VALVE. HOWEVER, DURING DEPLOYMENT, WHILE REMOVING THE LOCK LINE, THE CLIP OPENED TO ROUGHLY 60 DEGREES. TROUBLESHOOTING WAS PERFORMED, AND THE CLIP WAS ABLE TO BE RECLOSED. IT WAS NOTED THE CLIP REMAINED STABLE ON THE LEAFLETS. A SECOND CLIP WAS THEN INSERTED AND DEPLOYED ON THE MITRAL VALVE, REDUCING MR TO A GRADE OF 2. THERE WERE NO ADVERSE PATIENT EFFECTS AND NO CLINICALLY SIGNIFICANT DELAY IN THE PROCEDURE.

Event description:
It was reported that a MitraClip procedure was performed to treat degenerative mitral regurgitation (MR) with a grade of 4+ on a patient with a prolapsed posterior leaflet and pre-existing flail. A MitraClip XTW was inserted and placed on the valve. However, during deployment, while removing the lock line, the clip opened to roughly 60 degrees. Troubleshooting was performed, and the clip was able to be reclosed. It was noted the clip remained stable on the leaflets. A second clip was then inserted and deployed on the mitral valve, reducing MR to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The reported Unintended Movement-Clip Open ¿ Locked could not be replicated in a testing environment due to the condition of the returned device (the Clip was deployed and therefore was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the cause for the reported unintended movement associated with Clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.